Manufacturer narrative:
The returned cable was evaluated. During evaluation the unit failed visual inspection due to a cut on the outer jacket along the length of the cable; causing exposed kevlar and outer shield. The cable passed continuity tests and was able to obtain readings during preset and simulation testing. The unit was determined to be functioning as designed.

Event description:
The customer reported on intermittent loss of signal (sensor ruled out as problem) intermittent signal loss throughout case. No consequences or impact to patient were reported.

Manufacturer narrative:
Upon further evaluation, it was determined that both the date of event and the date masimo became aware of the event are unknown. Date of event from "(B)(6) 2017".